Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 6007782 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6007782 was manufactured according to the work instruction (wi) version 97 packaging in the multivac 14 on 17/jun/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 14/may/2025 against malfunction code no malfunction based on complaint information, harm code mild to moderate diabetic ketoacidosis which the patient is able to self manage and lot 6007782 and no other complaint have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to malfunction reported, no other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event of hyperglycemia on (B)(6) 2025 leading to high blood glucose. Patient changed supplies and gave an injection of lantus. Patient had a low blood glucose next morning. Patient overtreated with juice causing hyperglycemia. The infusion set was in use for three days. No further information available.